Event description:
Customer reported delayed touchscreen response. There was no adverse impact to the customer's blood glucose level. No action was required as the customer declined troubleshooting and a callback.